Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that they believe the lead might have moved and that their bladder symptoms became undesirable as they have been voiding every 30 minutes. It was unknown what might have led to the lead movement at the time of this report. Patient also stated that they thought the device was not working. No further complications were noted or anticipated.